Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a polarx procedure a polarx catheter was selected for use. Error 1 - 00004000-2: console detected blood in the catheter occurred. It is unknown if blood was visible. The device was replaced. The procedure was completed without any patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. No visible blood was observed inside the balloon. The polarx was leak tested and passed all inner and outer balloon leak tests. The device was then dissected to investigate the blood detection wires for any damage or defects that would have resulted in the blood detection error seen in the field. There was no damage or defects observed on any of the blood detection wires. The injection tube had insulation present in specified locations to prevent any contact with the blood detect wires. No device damage or defects were observed that would have resulted in the blood detection error seen in the field.

Event description:
During a polarx procedure a polarx catheter was selected for use. Error 1 - 00004000-2: console detected blood in the catheter occurred. It is unknown if blood was visible. The device was replaced. The procedure was completed without any patient complications. The device is expected to be returned for analysis.